Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. The grommet was damaged and the set screw was loose/detached. (B)(4).

Event description:
It was reported that the patient's device experienced a set screw issue during implant. The middle set screw, left ventricular (lv) lead port, would not engage. The physician tried several different screw drivers but was unsuccessful. Another physician attempted to engage the setscrew with several different drivers but this was also unsuccessful. The physician chose to abandon the device and use different device. No patient complications have been reported as a result of this event.